Event description:
It was reported that, during an in-clinic follow-up, the device was unable to be interrogated and the battery was found to be depleted. The suspected cause of the event was premature battery depletion. The device was explanted to resolve the event. The patient was stable.

Manufacturer narrative:
Additional information was requested but was not available.

Manufacturer narrative:
The field complaint of premature discharge of battery was not confirmed. The field complaint of no ble telemetry was confirmed. The device was received from the field unable to establish telemetry. Analysis revealed device battery voltage was at end of life due to normal usage. Further analysis performed after replacing battery showed no anomalies and normal device characteristics. A longevity assessment was performed, and the implant duration exceeded total projected longevity, indicating normal battery depletion.

Event description:
It was reported that, during an in-clinic follow-up, the device was unable to be interrogated and the battery was found to be depleted. The suspected cause of the event was premature battery depletion. The device is pending explant. No further intervention has been performed at this time. The patient was stable.